Event description:
The hospital reported that due to an increase of reported patient infection for the last two months, they were investigating a variety of possible causes of the problem, including a concern in adequately cleaning the crevice around the set screw on the arthroscope sheath. The hospital reported that they cannot conclusively determine the cause of the patient infections.

Manufacturer narrative:
A sample of the device in question was returned to olympus for investigation. However, the customer forcibly disassembled the device as a part of their investigation. A supplemental report will be submitted as soon as additional is obtained. Additional lot # 3yw0028.